Event description:
A male underwent initial aaa repair in 2004. One main body graft and two iliac leg grafts were placed. Over time, a limb separation started so in 2008, the physician placed a leg extension graft close to the separation and resolved the endoleak. Endoleak resolved and pt doing well.

Manufacturer narrative:
The device is shipped with an "instructions fur use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU also advises on appropriate follow-up so that changes in the structure, should they occur, be identified and addressed before causing clinical problems. In addition, the IFU for the main body graft emphasizes minimum amount of stent graft overlap for the contralateral and iliac legs. The minimum overlaps recommended are one full stent for both legs. An internal clinical review of this report determined this event was the result of anatomical changes over time. Nevertheless, the appropriate individuals have been modified of this matter and we will continue to monitor for similar reports.